Manufacturer narrative:
(B)(4). A third-party service agent evaluated the customer's device and verified the reported issue. The third party service agent then replaced the user interface (ui) pcb assembly and the ui to stack flex cable and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had illuminated is service led. Upon initial evaluation, the third-party service agent observed that the device's display would remain white when it was powered on and the device had logged several event codes. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.